Event description:
It was reported that the bedside neonatal intensive care unit (nicu) nurse who stated that overnight the device alerted that it needed water. They filled the arctic sun device with sterile water and since it seems the patient was not able to reach targeted temperature (tt). Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.3c. Guided to system diagnostics showed that the system hours were 6586, pump hours were 6876, reservoir level was 5. Guided through troubleshooting, stopped therapy, drained 500ml from right side drainage port, tested device at 40c and it took about 20 minutes to reach 40c. Advised there might be an issue with the heater. Disabled manual control and restarted therapy. Flow rate (fr) was settled 1.2lpm. Advised if the 113 (reduced water temperature control) alert persists, the device would need to go to biomed. If not, the alert was resolved by draining the excess water.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The bedside neonatal intensive care unit (nicu) nurse who stated that overnight the device alerted that it needed water. They filled the arctic sun device with sterile water and since it seems the patient was not able to reach targeted temperature (tt). Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.3c. Guided to system diagnostics showed that the system hours were 6586, pump hours were 6876, reservoir level was 5. Guided through troubleshooting, stopped therapy, drained 500ml from right side drainage port, tested device at 40c and it took about 20 minutes to reach 40c. Advised there might be an issue with the heater. Disabled manual control and restarted therapy. Flow rate (fr) was settled 1.2lpm. Advised if the 113 (reduced water temperature control) alert persists, the device would need to go to biomed. If not, the alert was resolved by draining the excess water. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bedside neonatal intensive care unit (nicu) nurse who stated that overnight the device alerted that it needed water. They filled the arctic sun device with sterile water and since it seems the patient was not able to reach targeted temperature (tt). Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.3c. Guided to system diagnostics showed that the system hours were 6586, pump hours were 6876, reservoir level was 5. Guided through troubleshooting, stopped therapy, drained 500ml from right side drainage port, tested device at 40c and it took about 20 minutes to reach 40c. Advised there might be an issue with the heater. Disabled manual control and restarted therapy. Flow rate (fr) was settled 1.2lpm. Advised if the 113 (reduced water temperature control) alert persists, the device would need to go to biomed. If not, the alert was resolved by draining the excess water.